Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) between 589 - 671 mg/dl with large ketones. Customer was treated in the emergency room (ER) with intravenous insulin. The customer was subsequently admitted to hospitalization in the intensive care unit (ICU). A system check was performed with tandem clinical diabetes specialist (cds) and indicated that pump was operating as expected. Reportedly, customer changes site approximately every 4-5 days. Cds educated customer regarding infusion set labeling instructions to change every 3 days.

Manufacturer narrative:
Additional information was received from the contact confirming that customer was released from the hospital when bg stabilized. Contact believed customer's discharge date was (B)(6) 2018, but could not confirm. Contact also reported educating the customer on proper infusion set insertion practices.